Manufacturer narrative:
No conclusion code available; failure event observed during analysis. A partial lead was returned in two pieces. Connector portion measured 17.5cm while middle portion measured 40.0cm/38.5cm/34.5cm. External insulation abrasion was noted at the outer coil at 14.5cm to 14.9cm from the connector pin consistent with friction to the device can. Furthermore, external insulation abrasion breaching the outer insulation and exposing the outer coil distal to the suture sleeve tie impression was noted at the outer coil at 23.4cm to 23.8cm from the connector pin consistent with friction to another device or feature of the heart. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
This report is to advise of an event observed during analysis.